Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the reported polyethylene wear. However, not enough information was provided to determine the underlying cause of the wear.

Event description:
Index surgery: (B)(6) 2007. Revision of right knee due to polyethylene wear.